Event description:
It was reported that the physician was treating a residual acom aneurysm which was thrombosed and calcified . A web was used and when deployed appeared not to be the correct size for the proximal end of the aneurysm. The first web was removed and a second web of a different size was deployed with the same result . A third web of a different size was then deployed and appeared to have an hourglass shape. An angiogram was performed, and a rupture was noticed. The web was resheathed and removed. The rupture was treated with embolization coils. The bleeding subsided and evd was placed to relieve pressure from the rupture.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis. Medical imaging was not provided. The event could not be confirmed. The instructions for use (IFU) identifies aneurysm rupture as a potential complication associated with use of the device.